Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "pat. Water flow low". The incident occurred during patient treatment, there was no delay in surgery and no negative consequences for the patient. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet field service technician who cleaned the shunt valve as a temporary measure and returned the device to service. As a permanent measure, fsca (B)(4) has been initiated to address the issue. One of the actions of the fsca is to install new shunt valves with a successor valve that has proven material compatibility. This first follow up report will also serve as a final report for this issue.

Event description:
(B)(4).